Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the rptr: the balloon was broken during the procedure. Two devices had the same problem and part of the 2nd balloon fell into the cavity but retrieved. A 3rd device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.